Event description:
The event involved a plum a+ where it was reported at the (B)(6) hospital in the basement hospitalization service 5 north. On (B)(6) 2024, patient with matrix chemotherapy protocol cycle 4 day 2, who at 02:00 p.m. Started an infusion of methotrexate 4350mg in 1000cc of saline solution 0.9% at a rate of 333cch to pass in 3 hours. At 03:00 p.m. During a nursing round, it was noted that the infusion pump was deprogrammed, the nursing technician informed that he did not know who deprogrammed it so there was no certainty of what have happened. The pump was programmed again to transfer the remaining infusion from 500cc to 333cch to complete the total dose, during the afternoon the pump was modified again where they left the infusion to pass in 22 hours. The reporter provided a photo of today's date and time ((B)(6) 2024 02:28 p.m), which at the time of review coincide with the date and time of the photo taken ((B)(6) 2024 02:28 p.m). Patient tolerated the medication. There was no harm reported as a result of this event.

Manufacturer narrative:
The costumer reports that the pump is programmed with matrix chemotherapy protocol cycle 4 day 2, who at 02:00 p.m. Started an infusion of methotrexate 4350mg in 1000cc of 0.9% saline solution at a rate of 333cch to be delivered in 3 hours. At 03:00 p.m. During the nursing round it was noticed that the infusion pump was deprogrammed, the nursing technician reported that she did not know who deprogrammed it so there was no certainty of what happened. The pump was programmed again to deliver the remaining infusion of 500cc at 333cch to complete the total dose, when checking the event history the doses scheduled at the time and date do not match those provided by the costumer both in dose and time. There are several programming events between (B)(6) 2024 that are paused by the user and infusions completed successfully. However, there is an infusion start event (185833) which coincides with the volume to be infused mentioned by the costumer, but does not agree with the reported dose. This infusion is performed at a different time than that described by the costumer ((B)(6) 2024 at 12:08 duration: 1hr ' 'doserate 999 ml/hr vtbi:1000 ml) however it is mentioned so that the costumer is aware of this programming. The infusion is completed successfully, an event history is attached so that it can be evaluated by the costumer and resolve their doubts. The device does not present failure alarms during the scheduled infusions and is turned off by the user. No probable cause is identified since the equipment is working correctly and does not present any problems with its programming. When checking the event history, the scheduled infusions do not match the similarity with the programming provided by the costumer, but nevertheless, they are infusions that were successfully completed or interrupted by the user. A user error is not confirmed because the infusions found at 2:00 pm do not match what was reported to the costumer. However, an infusion with a volume to be infused similar to that reported by the costumer is found. This is noted so that the costumer is aware of this event and determines whether this could have been the infusion involved. E1 initial reporter phone number: (B)(6).